Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 12.1mm, vicm5 12.1, -12.50 diopter, implantable collamer lens, "was folded in half and did not open well." Reportedly the lens unfolded upside down in the eye, the lens tore during removal and the lens was exchanged on (B)(6) 2019, problem resolved. No patient injury. On 20/apr/2019 patient has corneal edema. Per the reporter on (B)(6) 2019, patient's "corneal edema is resolved. Patient is happy now." Cause of the event is reported as "the lens is too sticky and less space in acd to maneuver."